Manufacturer narrative:
Device was received with blank display due to battery tube was pushed down. Unable to verify low battery alarm due to blank display. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer went to change battery in insulin pump as she had low battery and then insulin pump did not turn back on. Customer stated that the contacts on the battery cap were neither missing nor damaged. Troubleshooting was performed for blank display. Customer stated that the side of battery compartment was cracked and the spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.